Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that as the pump was tested on multiple motors by both the user and chalice, this would heavily suggest the issue was isolated to the pump.

Event description:
It was reported that a customer complained in relation to a fault with a centrimag blood pump. The pump would not seat correctly within the motor drive; it was tried on multiple drives by the end user and was also tested upon return to the distributor with the same issue being observed. The pump had not been used clinically and was not on a patient at the time the issue was noticed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.